Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were installed. The patient later reported continuing right side si joint pain. The surgeon perceived lucency around the sacral end of the middle implant on x-rays. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the middle implant with chisels as it was solidly fixed in bone. He then installed a larger implant of the same type into the explant void and installed additional si joint hardware. The patient has significant improvement in their si joint pain symptoms following the revision procedure.